Event description:
Allegedly, patient was revised due to infection. Revision njr number: 5053733. Side: l. Primary asa: p2 - mild disease not incapacitating. Products not revised: product ID: lot number: qty: kftcnn4l 29818984 1. Ktccnp41 111294968 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.